Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead was returned in three pieces measuring 89.0 cm, 32.6 cm, and 34.3 cm for analysis. Final analysis found external abrasion breaching the outer insulation in three locations exposing outer coil at 2.7 to 3.0 cm, 5.2 to 6.7 cm, and 11.6 to 11.7 cm from the distal tip consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.